Manufacturer narrative:
Continuation of d10: product ID a820, product type software. Product ID tm90t0, serial# (B)(6), product type accessory. Product ID hh9020tdd, serial# (B)(6). Section d information references the main component of the system. Other relevant device(s) are: product ID: a820. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from the patient receiving intrathecal medication via an implantable pump for non-malignant pain. The patient reported that for about a month, they had been having extreme problems getting the communicator to connect to the pump. Patient stated that they had to go through a myriad of dance moves and press so hard to get it to communicate with the device inside their skin. Agent asked about 90% lag - patient stated that it gets to 91% and takes at least 20-30 seconds for it to finish the delivery and they had an issue with the 'connection itself'. Agent reviewed information and walked patient through clearing the data on the handset. Patient was then able to connect to the pump without issue and patient stated that was better. Patient would call back if further assistance was needed.